Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Coagulopathies leading to intracranial hemorrhage may be caused by changes in viscosity of blood due to sepsis/infection, overuse of anticoagulant therapy, and uncontrolled blood pressure. Patient's with certain risk-factors such as, smoking, cardiovascular disease and hypertension may also have an increased likelihood of stroke occurrence. Clinical factors that may have contributed to the reported event include changes in anticoagulant therapy related comorbidities and the patient's past medical history. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was hospitalized for two days with a fever and it was noted that a day later the patient had visual trouble. A computerized tomography (CT) was done, and showed that the patient had a hemorrhagic cerebral vascular accident (cva). The patient's anticoagulation medication was stopped and the patient remains stable. The pump remains implanted and in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Original date mfg rec: 02aug2017. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was hospitalized for sepsis. In the morning patient had diplopia, sub dural hematoma and intracerebral bleeding. The ventricular assist device (vad) remains implanted. No further patient complications have been reported as a result of this event.